Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-15281. It was reported that the patient presented remotely. Review of the transmission revealed that there may have been external noise seen on the atrial and ventricular leads during an episode of automatic mode switch. The patient was in stable condition.